Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information added to h3, h6. The legal manufacturer confirmed reprocessing was conducted in accordance with the instructions for use (IFU). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material was adhered in the air/water cylinder and tube. It¿s likely the foreign material was simethicone, as the customer confirmed using this product. However, a definitive root cause of the foreign material in the air/water cylinder and air/water channel could not be identified. The following is included in the IFU: ¿IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope.¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited a residual whitish foreign material found inside the air/water cylinder and the air/ water tube. There were no reports of patient involvement.